Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients' scs lead (model 3286) did not provide sufficient therapy to cover the entire pain pattern due to high impedance measurements and a suspected fractured lead. As such, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced with a new model which resolved the issue.